Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (2.572 mg/day) and bupivacaine (2.572 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient was out of medicine. The event was believed to start 4 days prior to the time of the report. The healthcare provider (hcp) "should know" about the pump being out of medication and the patient was at the hcp's office 2 weeks prior to the time of the report. They wanted to put medicine into the patient's pump, put saline solution into the pump, or turn the pump off. No symptom was reported and no further complication was reported.